Event description:
It was reported that during an unspecified ortho surgical procedure, it was discovered that the small battery drive device did not have much torque when pressure was applied. According to the report, the torque seemed to weaken when pressure was applied to the device. There were no delays to the planned surgical procedure as the device was used to complete the surgery successfully. It was unknown if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the statement "the serial number was unknown" documented was incorrect. The device lot number was known and documented in the initial medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device met all manufacturing specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.